Manufacturer narrative:
On april 22, 2024, the mentor failure analysis lab received the device for evaluation. On april 24, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 420cc breast implant had a leakage, caused by valve delamination. The valve was completely separated from the shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-5531086). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 420cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient underwent breast implant removal surgery on (B)(6) 2024 for unspecified reasons. During the surgery, the right breast implant was discovered to have ruptured. Subsequently, the patient's implants were replaced bilaterally with the following: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9981586 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9981586 sn: (B)(6).